Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reports "bag insulin delivered in shorter time than expected." "Between 10:19am and 3:18pm an over infusion of insulin occurred. Clinician stated that pump was set to infuse 5ml/hr but pump infused entire 100ml in a shorter time. Occurred (B)(6) 2016".